Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that prior to use, a nurse found that the cuff had torn. There was no patient involvement.

Manufacturer narrative:
(B)(4). An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff deflated immediately, a visual inspection was performed and it was observed the cuff presents two small tears, the failure mode tear in the cuff is confirmed. The confirmed failure (tear in cuff) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored.